Event description:
It was reported that the product ran without user activation during testing. There was no pt involvement, and no user injuries or adverse consequences were reported.

Manufacturer narrative:
Internal components were evaluated and corrosion was discovered within the motor assembly. Corrosion within the motor assembly can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.